Manufacturer narrative:
Additional manufacturer narrative: mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks and perivalvular leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the root cause of the event remains indeterminable; however, patient factors may have contributed to the event.

Event description:
The reason for transcatheter valve-in-valve intervention was due to intravalvular regurgitation and perivalvular leak. The procedure included perivalvular leak closure with a vascular plug. The patient was noted as well.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 29mm transcatheter valve was implanted inside a disabled 27mm mitral bioprosthetic valve in the mitral position via valve-in-valve procedure. The implant duration of the 27mm mitral valve at the time of the valve-in-valve procedure was approximately five (5) years, ten (10) months. The reason for valve-in-valve intervention is unknown. Both devices remain implanted. No additional information was provided.